Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed episodes of non-sustained right ventricular oversensing (nsrvo) recorded by the implantable cardioverter defibrillator (ICD). Over-sensing was attributed myopotentials and was reproduced in clinic. Programming interventions were made. No patient symptoms were reported. The patient was stable.